Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
During use the staples would not come out of the device. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box, lot # 73f1600484 was manufactured on 06/27/2016 a total of (B)(4) pieces. Lot was released on 06/29/2016. DHR investigation did not show issues related to complaint. Additional test performed as follow: (B)(4) samples were taken from the current production (528135 visistat 35r) lot # 73m1600092, the samples were functionally inspected according with the procedure (B)(4), and issue reported "stapler was stuck during use" was not present in the current manufacturing process. The failure mode "stapler was stuck during use" was unable to be confirmed with the picture that was submitted. No other defects were observed. Corrective actions cannot be established and customer complaint cannot be confirmed since it is necessary to receive the physical sample to perform a proper investigation & determine root cause. However, we will continue to monitor and trend relating complaints.

Event description:
During use the staples would not come out of the device. The patient's condition was reported as fine.